Manufacturer narrative:
Conclusion: device investigation on the received parts did not reveal any damage or defect which is expected to have been present whilst implanted. According to the available information from the field, damage to the active electrode likely caused by minute device mobility, caused by the reported trauma is suspected. The exact location of damage could not be identified, as the device was received incomplete. This is a final report.

Event description:
Although the family does not remember the exact date, they reported that the child fell and hit his head in 2022 or 2023, which affected the hearing performance with the device.the user has been re-implanted.

Event description:
Although the family does not remember the exact date, they reported that the child fell and hit his head in 2022 or 2023, which affected the hearing performance with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility, caused by the reported trauma is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered.

Event description:
Although the family does not remember the exact date, they reported that the child fell and hit his head in 2022 or 2023, which affected the hearing performance with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility, caused by the reported trauma is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Although the family does not remember the exact date, they reported that the child fell and hit his head in 2022 or 2023, which affected the hearing performance with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.